Manufacturer narrative:
This is a duplicate file of 2530130-2019-00108.

Event description:
Alleges consumer was thrown from chair due to motors locking up.

Manufacturer narrative:
The "date of event" was not provided. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges consumer was thrown from chair due to motors locking up.